Event description:
It was reported that a guidewire could not be removed from a left ventricular lead during implantation. It was further reported that the lead and the guidewire were extracted from the patient. And, it was reported that blood had infiltrated 10 cm. Of the lead and the lead was disposed of at the facility. No patient complications were reported due to this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.